Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient had difficult charging the ipg and was having pain in the lumbar spine. Symptoms were leg pain, numbness and tingling. It was noted that the patient described pain as aching, burning, and shooting and it was aggravated by position. Lead migration was confirmed through x-ray. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and leads and clik anchor were added. The patient was doing well postoperatively

Event description:
A report was received that the patient had difficult charging the ipg and was having pain in the lumbar spine. Symptoms were leg pain, numbness and tingling. It was noted that the patient described pain as aching, burning, and shooting and it was aggravated by position. Lead migration was confirmed through x-ray. The patient will undergo a revision procedure.